Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2017. According to the complainant, the trapezoid¿ rx basket was used to in an attempt to crush a 15mm stone. However, the pull wire broke leaving the stone trapped inside the basket. A soehendra device was not used as physician stopped the case for concern of the patient¿s condition. The scope was removed, the catheter of the basket was left hanging out of the patient¿s mouth, and the basket with the entrapped stone was left inside the bile duct. The procedure was not completed due to this event. On (B)(6) 2017, the patient was transferred to colombia hospital where another ercp was performed to remove the basket with entrapped stone from the patient. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual analysis of the returned device found the side car-rx was torn at the distal end and presented pushback out specification. The wire basket/wire assembly was not returned. Further evaluation found the pull wire broken at the distal end of the handle cannula. Thumb ring was detached from the handle and the handle presented marks indicating pressure. Additionally, the thumb ring and handle showed coincident marks that indicate proper assembly. The evaluation concluded that during the procedure, manipulation of the device and interaction with the scope or other devices most likely contributed to the failures found. It cannot be determined precisely how the pull wire failed. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore, the most probable root cause of this complaint is "operational context", since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2017. According to the complainant, the trapezoid¿ rx basket was used to in an attempt to crush a 15mm stone. However, the pull wire broke leaving the stone trapped inside the basket. A soehendra device was not used as physician stopped the case for concern of the patient¿s condition. The scope was removed, the catheter of the basket was left hanging out of the patient¿s mouth, and the basket with the entrapped stone was left inside the bile duct. The procedure was not completed due to this event. On (B)(6) 2017, the patient was transferred to (B)(6) where another ercp was performed to remove the basket with entrapped stone from the patient. The patient's condition at the conclusion of the procedure was reported to be fine.